Manufacturer narrative:
Correction h6 type of investigation, investigation findings, and investigation conclusion corrected. The device was not saved by the user facility after explant procedure.

Event description:
It was reported that a patient presented in the emergency room with bradycardia that had to be addressed with pacing pads. The patient's pacemaker could not be interrogated, was unresponsive to a magnet, and did not provide any pacing support to the patient. Premature battery depletion was alleged, the device was explanted and replaced. The patient was stable following the generator change.